Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the atp board on the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that calibrations were performed on the imaging system without resolution.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was beeping continuously. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the atp console was returned to the manufacturer for evaluation and the reported issue was confirmed. Visual indicators ds1 and ds2 do not illuminate. Beeping is emitted each time the generator is powered on.